Event description:
It was further reported that the patient was hospitalized for several weeks and underwent a vt ablation and the crt-d was turned off prior to being replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtma1d1 (crt-d implant date: (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm. The cardiac resynchronization therapy defibrillator (crt-d) was noted to be at end of service (eos) and triggered a charge circuit time out. The crt-d failed to deliver therapy due to the charge circuit time out. The right atrial (ra) lead exhibited oversensing and undersensing that triggered device classified termination of atrial events at times. The crt-d was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.